Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that attachment screw, long, m3 (200329102) broke inside the tibial tray (200252904) almost immediately once the surgeon had started to advance the poly insert. Both the tibial tray and poly insert were damaged in this case. Therefore, we had to use another tibial tray and poly implant and re-implant. Another attachment screw used to implant the poly insert. To implant a new tibial tray, we needed to remove the talar dome and talar stem. We were able to re-assemble the talar dome and use the new implant. This incident caused a 45 minute delay in the procedure. The case was completed successfully with a new tibial tray and poly insert. Power tools was not used and no extra torque was applied by surgeon.

Manufacturer narrative:
Correction - d3 legal manufacturer. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that attachment screw, long, m3 (200329102) broke inside the tibial tray (200252904) almost immediately once the surgeon had started to advance the poly insert. Both the tibial tray and poly insert were damaged in this case. Therefore, we had to use another tibial tray and poly implant and re-implant. Another attachment screw used to implant the poly insert. To implant a new tibial tray, we needed to remove the talar dome and talar stem. We were able to re-assemble the talar dome and use the new implant. This incident caused a 45 minute delay in the procedure. The case was completed successfully with a new tibial tray and poly insert. Power tools was not used and no extra torque was applied by surgeon.